Manufacturer narrative:
(B)(4). The complaint device was returned. The reported peeled proximal tip coating (polymer) was confirmed; however the reported device operates differently than expected (unspecified change), could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. There was no damage noted to the guide wire during the inspection prior to use which suggests that there is no indication of a product quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) /2015, an ht command guide wire was being used in an anterior tibial artery, totally occluded and heavily calcified lesion. During use, the physician felt an unspecified change. The guide wire was removed without reported issue. Once outside the patients anatomy, it was noted that the guide wires proximal tip coating had peeled off. Another ht command guide wire was used without reported issue. There was no adverse patient sequela or a clinically significant delay in procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.